Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a versacross connect laac kit. A 31 mm watchman flx laa closure device & delivery system (wds) was implanted. Heparin was given before transseptal puncture, but not enough time had passed for act. A transseptal puncture was completed with no difficulty, then crossed over with the was and a contrast injection on the appendage was performed. The wds was deployed and released with one attempt. The procedure finished with no issues. In the middle of the night (approximately twelve hours after procedure), the patient developed a pericardial effusion. The patient had a pericardiocentesis and was fully recovered. The device is not expected to be returned for analysis (disposed). There were no malfunctions reported. In the physician's opinion, it seems the watchman device potentially contributed to the event.